Event description:
It was reported that the pt experienced a loss of therapeutic effect. There was no known accident or incident related to the event. The pt was not able to feel stimulation. The pt received assistance from her physician and/or manufacturer rep on (B)(6) 2011, and her concerns were resolved. It appeared that the neurostimulator had flipped multiple times, twisting the lead until the lead broke about 3-4 cm from the neurostimulator. On (B)(6) 2011, the neurostimulator lead, and extension were replaced. Results were pending, but no problems had been observed. The pt recovered without sequela. The pt had an appointment scheduled for (B)(6) 2011.

Manufacturer narrative:
(B)(4).